Event description:
The customer stated a false positive architect toxo igg (15.3 iu/ml) was generated for a patient known to be toxo igg negative. The sample was rerun and a negative arch toxo igg result (0.10 iu/ml) was obtained. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.